Event description:
It was reported that the device had 3 strikes on overdischarge. The strikes were due to pt compliance not device malfunction. An end of service (eos) and power on reset (por) message were reported. Symptoms associated with the pt experience included loss of stimulation. Troubleshooting included trickle charge and having the pt charge. The recharger screen still had the eos on it. The pt had another stimulator implanted that was managing the pain.

Manufacturer narrative:
(B)(4).